Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: visual examination of the returned product identified the bearing is locked onto the tray. Damage is seen in the spherical radius of the poly bearing and surface scuffs are seen on the rim of the tray. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (B)(6) 2022: single view of the right shoulder demonstrates oblique appearance of the glenohumeral joint. A right total shoulder arthroplasty is present but evaluation of the hardware in the joint space is limited given obliquity. No fracture is seen. (B)(6) 2023: single view of the right shoulder demonstrates a right total shoulder arthroplasty with no obvious dislocation seen. No radiolucency. No bony fracture. Evaluation of the joint space is limited given single view. Impressions: right total shoulder arthroplasty without evidence for dislocation or humeral tray and bearing dissociation. Evaluation is limited given single view on both dates of imaging. Overall fit and alignment of the implants is appropriate, but evaluation is significantly limited given single view of the right shoulder on both dates of imaging. No signs of loosening, wear, radiolucency, or any other contributing factor such as malalignment that would cause issues with any of the components on the x-ray. No implant or anatomical concerns that would lead to revision. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. D10: medical products: item#: 110031421, cr prolong 40mm brng std; lot#: 65740969. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial shoulder arthroplasty on an unknown date. Subsequently, the patient underwent a revision surgery due to the implants disassociating which was caused by the patient raising their arm while seated and placing their arm on top of their couch. Attempts have been made and no further information has been provided.